Manufacturer narrative:
Retainer ring = black . Customer returned insulin pump for an alleged pump error 25 found on 24-november-2021. The insulin pump passed the displacement test, active current test, and sleep current test. No pump error 25 noted during testing. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thump. Pump error 25 confirmed on 11/24/2021 at start time 02:00:00.000. The power management graph does not include event date, however, confirmed pump error 25 in history files. Noted unexpected replace battery alert (73) on 11/24/2021 at start time 13:00:00.000 and replace battery now alarm (11) 11/24/2021 at start time 13:31:00.000. After disconnecting and reconnecting the internal lithium backup battery connector on electrical assembly, the insulin pump was monitored and functioned properly. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked case ¿ display window corner, faded end cap address label, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and missing display window/cover. Pump error 25 was confirmed due to a connector resistance issue with the j6 connector on electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. The customer was able to clear the alarm but the error had reoccurred within a week of troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be replaced and returned for analysis.